Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 (lot number): it is unknown which of the following lot numbers is associated with the reported event date 64733095; 63135927; 64604244; 64733095; 65187920; 65071709; 65071710; 65232008; 65071710 d4: UDI (B)(4). H4: 11/09/2020; 07/23/2015; 10/19/2020; 11/09/2020; 09/02/2021; 03/26/2021; 03/31/2021; 09/14/2021; 03/31/2021. Visual examination of the provided pictures identified wear and tear on each of the devices as well as the tip to be fractured as reported. Device history records for item 00780401520 lot(s) 64733095, 63135927, 65187920, 65071709, 65071710, and 65232008 were reviewed for deviations and/ or anomalies with none identified. Device history records for item 00780401520 lot 64604244 was reviewed and found deviations and/ or anomalies unrelated to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: report source russia. Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the fixing screw on a trilogy-it impactor broke off at the connection to a cup during the insertion process. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.